Event description:
It was reported that the patient presented for lead revision procedure. During the procedure, it was noted that the left ventricular lead was not completely connected to the header of the implantable cardioverter defibrillator (ICD) and the set screw was stripped. The device was explanted and replaced on (B)(6) 2025. The patient's condition is unknown.